Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room (ER) in the middle of the night. Six to seven second pauses were observed while in the ER. It was reported that the patient had been seen in the clinic the week prior and no issues were identified. Device evaluation was completed and an intermittent fracture was suspected. The lead impedances measured >2000 ohms at times, but most measurements were 430 ohms; loss of capture was also noted causing the long pauses. The patient was symptomatic, but was not syncopal. Subsequently the patient was admitted to the intensive care unit and surgical intervention was performed the next day. This rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.